Event description:
A customer contacted beckman coulter hotline to report aspiration c errors and a sample being diluted. The hotline rep dispatched a service engineer at this time. During the instrument inspection, the service engineer was able to trace to problem to a damaged pinch valve (vl64). The service engineer replaced the damaged pinch valve. The instrument is functioning correctly and the customer was satisfied with the results of the service call. The possibility exists (with cracked pinch valve) for wash diluent to enter the tube causing sample dilution. The degree of dilution is unk and unknowable. It is unk if the erroneous results affected pt treatment.